Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Erratic readings with her meter. Analysis run on clark error grid using mean avg. Readings (298) as reference point vs. Bd readings (120, 475) yielded some data points in the c/d range of the grid, outside acceptable limits.